Manufacturer narrative:
510k: this report is for an unknown dhs insertion instrument/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a fracture repair using the dynamic hip screw (dhs) system, an incomplete fixation and incomplete screwing in of the screw occurred intraoperatively on (B)(6) 2019. The reduction of the fracture was not completely successful. A risk of osteosynthesis failure was noted. It was not possible to change out the insertion instrument or the implant. Surgical delay and patient status are unknown. Concomitant device reported: unknown screw (dhs) (part #: unknown, lot #: unknown, quantity #: 1). This is report 2 of 2 for (B)(4). This report is for an unknown dhs insertion instrument.

Event description:
The issue is not the broken screw but the rupture of the screw holder and the threaded rod (dhs device). The patient required re-operation with a conversion to a total hip replacement. She died as a result of the recovery intervention. This report captures the intra-op event with the rupture of the screw holder and the threaded rod (dhs device). (B)(4) captures the post-op event with the broken screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to also capture surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.